Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they allege insulin pump was under delivering. The customer¿s blood glucose level was 374 mg/dl. Customer stated that they experienced high blood glucose level and was treated with insulin pump. Customer stated that the cannula was bent. Customer declined for troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump and reservoir will not be returned for analysis.